Event description:
It was initially reported that since implant, the patient had had progressively more severe left leg cramps in the calves and now in the thigh. It was noted that the patient had leg cramps before implant and was treated using quinine sulfate, 300 mg daily. The patient was now taking 600 mg daily and without much relief. The patient was inquiring whether the lead wire was perhaps coming in contact with a nerve. It was indicated that the patient tried to do water aerobics now that the implant site was healed, which went well the first day, but on the second day, the patient had to exit the pool after 17 minutes with a huge thigh cramp. It was noted that the patient did have her l4-l5-s1 fused in mid-2010 and a steroid injection done the month prior to the report for pain management. The patient had gone back for another injection, but it was unclear as to when this occurred. Additional information received reported that the patient no longer had concerns regarding her device or therapy. It was noted that the doctor fixed the ¿pressure so it works now.¿ follow-up with the patient¿s healthcare provider indicated that an "electrode" was placed on the patient¿s left side during phase I surgery. The patient had sensation more in the buttock so when she was implanted, the hcp left the lead on the left side in and did not connect it to the implantable neurostimulator (ins). Instead, the hcp placed another lead on her right side. The cause of the event was that the hcp believed the first (left) lead was pushing up against the nerve somehow and causing the cramps. However, the ins was not even attached to this side. There were no abnormal impedance measurements. Explant of the original lead took place as a second workable lead was already in place. It was noted that the patient was doing fine now with the lead out. The patient did not require hospitalization. Patient outcome was noted as a non-serious illness or injury and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va06urz, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va06urz, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).